Event description:
The customer observed (B)(6) results while using the architect anti-hcv assay. The customer provided the following results: initial: (B)(6) 2012. The sample was retested again on (B)(6) 2012, after recalibration, and was (B)(6). No additional patient information was provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. Specificity and precision testing protocols were executed using lot 15471li00; testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified from the batch record review which would indicate a product deficiency. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect anti-hcv reagent list number 06c37, lot number 15471li00, was identified.